Manufacturer narrative:
Conclusion: the complaint cannot be verified due to careless handling of the product result the softcomponents of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons are not affected by the damage on the softcomponents. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported the up button on the infusion device is non-functional and the material has deteriorated. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.